Manufacturer narrative:
Additional information: d9, g3, h6 since the complaint device was not returned, a physical evaluation of the device was not performed. However, the complaint allegation is not confirmed without the device being returned or any photos provided. The most likely cause of this failure is attributed to wear and tear damage incurred through repeated usage.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by a sales representative via sems that an ar-8770-01 driver shaft, t25 hexalobe, cannulated had an issue, the tip of the driver shaft broke off. This occurred during an ankle fusion procedure on (B)(6) 2022. No piece broke off inside the patient, the device broke during use, there was no harm, and the procedure was completed successfully. This was discovered during use with no impact to the patient. Additional information was requested. On (B)(6) 2022, the sales representative stated the following information over the phone: when the tip of the driver shaft broke off, it did break off inside the patient, but all fragments were removed.